Event description:
The customer reported that during an erythrocytapheresis procedure, the operator noticed that after 400mls were processed, plasma was going to the waste bag instead of red cells, and the centrifuge line that should have been going to the waste bag was actually drawing blood from the patient. The customer stated that the whole blood inlet line in the centrifuge had plasma and the remove line was red. The customer restarted the procedure on another machine with another disposable set. The patient's pre-hct was 25.6%, post depletion hct 23%, and post exchange hct 27%. The physician ordered end hct to be 28% +/- 3 %. The customer would not provide the patient identifier or weight. This report is being filed due to device malfunction that has the potential for injury.

Manufacturer narrative:
(B)(4). Investigation: the kit was returned for investigation. The three lumen tubing to the connector was inspected. Upon inspection, it was noticed that the rbc line and the collect line were switched on the manifold. A review of the lot for similar reports was carried out; none have been reported. Root cause: the root cause for the switched lines on the manifold is due to a manufacturing error in which the assembler inverted the tubing when bonding into the manifold.